Event description:
Pt reported obtaining back-to-back results of 193 mg/dl, 74 mg/dl and 183 mg/dl on the advantage sys. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the advantage sys. Technical support requested the return on the suspect prod and replacement prod was shipped.